Event description:
Information was received from a consumer via manufacturer representative (rep) and healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for unknown therapy. It was reported the patient had experienced a painful shocking sensation in their head and lowered the stimulation to no effect. The patient was to be seen by their healthcare provider (hcp) on (B)(6) 2016. The issue was not resolved at the time of the report. The hcp later reported the patient was seen for urgent examination for new onset headache/neck pain given concerns of implant involvement. The patient had a history of parkinson's disease status post bilateral stn (subthalamic nucleus) implant. The patient reported a three-month history of lancinating, regularly proximal pain along the retroauricular crease of the left ear, and though this region was exquisitely involves, they also had some point discomfort, described as sharp and a "zap", in other regions including the insertion of the splenius capitus, l scm, and left occipital notch. Palpation and rhythmic tap along the left occipital notch caused some discomfort similar but not identical to the zap. The patient also reported a focal area of "zap" and discomfort along the medial/posterior margin of their left burr hole; palpation of the left implant retroauricular connector did not reliably and consistently reproduce the pain. There were no obvious skin changes, the pain was episodic lasting seconds and occurred every ten minutes or so. The patient had a remote history of migraines with generalized headache/discomfort and this pain sometimes merged into a migraine. The patient reported some positional component, indicating negligible symptoms when supine, and increased while seated or standing. The patient appeared to also have tonic anterocollis and tilt forward with restricted range of motion to the right, accompanied by a dystonic "no-no" type tremor intermittently. The patient's family corroborated that the patient's head may at rest be turned to the right or left. The hcp obtained an MRI brain on (B)(6) 2016 at which point the rep noted bilateral impedances were normal. The following measurements were recorded: battery 2.81v, last interrogated (B)(6) 2016, (B)(4) use. Left hemisphere electrode impedances: 0.7v, 950-2678 ohms (c<(>&<)>0 high), 3.0v, 903-1735 ohms (no problems found). Right hemisphere electrode impedances: 0.7v, 1060-1926 ohms (no problems found). Initial/final settings: left contacts - 2+3-, 2.2v, 120 pw, 185hz, right contacts - c+11-, 2.2v, 90 pw, 185hz. Left hemisphere - 1133 ohm, 1.889ma, right hemisphere - 1004ohm, 2.169ma. The hcp reported the implant interrogation did not indicate high impedance suggestive of circuit disconnection. Primary localization of pain and pattern of symptoms was not directly consistent with implant parameters or tested impedances. The brief clinical examination was notable for spasmodic torticollis/cervical dystonia with baseline turn of head right, marked tenderness to palpation in the left retroauricular region, occipital notch, insertion of lscm, splenius capitus and occipital notch. Prior history of headaches/migraines may have predisposed the patient to chronic daily headaches through the character would be different. Quality of pain was also noted to be dissimilar (and in an unusual distribution) for occipital neuralgia. The hcp noted the patient could possibly have cervical dystonia which overactive cervical muscles could cause relative impingement of some cutaneous pain fibers - potentially those coarse near/adjacent to the left implant connector. Multiple treatment options were proposed and it was advised that if they were not helpful and/or the pattern of symptoms seemed to be more focal to implant wiring or the electrode, the patient would need to discuss with their hcp.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.